Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage on the keypad traces. No blank display noted. The device was received with normal operating currents. No unexpected low battery alarm or battery out limit alarm noted. The minilink test transmitter communicated properly to the insulin pump. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump were unresponsive. Customer stated that the insulin pump went dead after a battery out limit alarm. Customer's blood glucose reading at the time of the call was 168 mg/dl. Nothing further was reported.